Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient is unable to feel stimulation. When turning on the stimulation, all of the programs increase without prompting, but the patient does not feel stimulation. Next course of action is undetermined.